Event description:
During a review of available programming history on (B)(6) 2012, a programming anomaly was observed. On (B)(6) 2010, the physician performed a generator diagnostic test which changed the patient's output current to 0.0ma. The patient was re-interrogated at the incorrect settings on (B)(6) 2010; however, the patient's settings were not corrected at that time. On the next available date, (B)(6) 2012, the patient's settings had been corrected.

Manufacturer narrative:
Analysis of programming history.